Event description:
A customer reported via phone call indicating that they had a family crisis had has been off their insulin pump for a week. The patient's blood glucose level was 450 mg/dl but will drop very quickly after a bolus of 25 units. The customer has been using syringes to manage their blood glucose. The customer stated that they need more supplies because they are only down to one infusion set. Furthermore, the customer mentioned that they were hospitalized for an ulcer on their toe. However, details of that hospitalization were not provided. The customer was assisted with making sure their programing was correct on their pump. The customer will treat their current blood glucose of 592 mg/dl with their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.